Manufacturer narrative:
Internal complaint reference (B)(6). The reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The distal plug has been set into the distal anchor and they are off of the insertion device. Bio debris is present. They show no other defect. The proximal anchor is still on the insertion device. Neither the anchor nor the device has a visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel and proximal anchor as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include excessive force. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that, during a rotator cuff repair procedure, when the proximal anchor of the healicoil was inserted into the bone hole, the proximal anchor could not be advanced and the distal anchor fell off while inserting into the bone hole. The distal anchor was removed from the patient. The procedure was completed with a surgical delay of 10 minutes using a smith and nephew back up device. No further complications were reported.